Manufacturer narrative:
(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and roller gear had visible damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced. There was no mention of any failure of the latching pins during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the peg was unable to be pushed into the lock, and that it would not lock the blade inside. There was no harm. There was a five minute surgical delay to get another mesher. During investigation it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.